Event description:
The customer reported the ventilator alarmed and shut itself off. The customer reported the device was in use on pt, but there was no pt harm.

Manufacturer narrative:
(B)(4). Pt info was requested and the customer refused, reporting the info is confidential.